Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
No button error alarm noted during testing. However the esc button did not respond due to corroded keypad trace. The device was received with cracked display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.